Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that the harvester v-cutter broke after vein harvesting procedure. As per the subsidiary, while performing the 'stab and grab' step and pulling out the vein, the v-cutter broke and was left in the tissues. Despite this, the vein was successfully harvested, and the broken v-cutter was retrieved. There was a 20-30 minute delay due to the need to remove the broken white part of the v-cutter. No known consequence or health impact to patient. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 04, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (updated device evaluated by manufacturer); h6 (identification of evaluation codes 10, 11, 3331, 4248, 19). The returned sample was inspected upon receipt and confirmed that the one side of the v-cutter was broken off. It was also noted to have a large dent in the shaft of the harvester. The condition of the returned sample did not allow for electrical testing. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found, and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.